Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer alleged possible under delivery and they experienced high blood glucose of 270mg/dl which was treated with syringe. Customer had symptoms like thirsty and nausea. Customer¿s current blood glucose was 77mg/dl. Customer stated that drive support cap appears normal and insulin exited at the quick release. Customer performed high pressure test and passed. Sensor will be return for analysis and insulin pump will not be return for analysis.

Manufacturer narrative:
Device passed the displacement test, basic occlusion test, occlusion test, prime test, rewind test, excessive no delivery test and displacement accuracy test. Unit passed the delivery accuracy test at 0.08850 inches.